Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated occlusion balloon to 6mm to occlude the vessel. The physician inserted the stent delivery catheter and before the physician was able to place the stent the occlusion balloon deflated. The device was removed and replaced with another to complete the case.